Manufacturer narrative:
B3. Date of event - used first day of the month of the aware date as the event date was not provided.

Event description:
It was reported that the device was detached and remained in the patient's body. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A rotawire drive was selected for use. During the procedure, when they are done with the rotablation part of the case, they pulled out the rotawire however the distal tip broke off and remained inside the body. They stented over the portion of the wire that broke off and the procedure was completed. There were no complications to the patient.